Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during testing the device was found with damaged bent blades. There was no harm involved. No adverse events were reported as a result of this malfunction.